Manufacturer narrative:
Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided in the attachment. The image was reviewed, and the complaint condition could be confirmed, the verse set screws and verse correction keys were noticed missing from the tray set. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the device history record (DHR) could not be performed as no manufacturing records could be found for this part # ext5va / lot # 243 combination. If further information becomes available, this DHR can be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that a defective legacy depuy set with screws/keys was received, it was fallen out of place and into the tray compartment, this happened during shipping with a fedex carrier. It was unable to use these screws/keys as they fell within the tray and he cannot retrieve them. There was no patient involvement. This is report 01 of 01 of (B)(4).